Event description:
The patient hadn¿t been using the pump for a couple of months because she no longer needed the medication. The pump didn¿t have any medication in it and was beeping and annoying the patient. The patient decided to have the pump removed. On the date of the report, the pump and catheter were being removed. During the procedure, they were able to remove approximately 45 cm of the catheter, but were not able to remove all of it. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).